Event description:
Additional information was received stating- a. Can you please clarify what do you mean by ¿damaged¿? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction. The lever at the back which releases the cup has broken off. B. Can you please confirm when this was found, pre, post or intra op? Post op by ssd.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Damaged marathon cup inserter, pin missing from lever so now unable to release the cup. No delay to surgery or harm to patient as identified by ssd.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "damaged marathon cup inserter 28mm ref (B)(4), lot no 0sa120276, pin missing from lever so now unable to release the cup." The product was not returned to depuy synthes, however photos were provided for evaluation from attachment (B)(4). The photo investigation revealed that '962628000, cup introducer 26/28mm has broken pin from the lever. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. The provided evidence was not sufficient to confirm the reported events of jammed/ seized and unable to disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cup introducer would contribute to the complained device issue. Based on the investigation findings, inducer is broken because of unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.